Event description:
The neurosurgeon and surgical team placed the device that had exceeded its expiration date.

Manufacturer narrative:
The device involved in this incident is not expected for return. Evaluation and investigation has been initiated based on the reported information.